Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anemia, tachycardia, chest pain, cough, nausea and upper respiratory infection. Denies shortness of breath. Denies any calf pain. Denies alcohol or drug use. Denies smoking patient denies any recent injury or fall. Patient states when the pain occurs it makes it difficult to take a deep breath. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("other injury(ies) or complication please describe: anemia"). In january 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2015 (bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, anaemia, alopecia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs received events "pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, other injury(ies) or complication please describe: anemia, hair loss, device ineffective, abdominal pain, she did not undergo essure confirmation test" were added. Medical history, patient aka name were added. Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain chronic'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('gen. Abnormal bleed') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included anemia, tachycardia, chest pain, cough, nausea and upper respiratory infection. Denies shortness of breath. Denies any calf pain. Denies alcohol or drug use. Denies smoking patient denies any recent injury or fall. Patient states when the pain occurs it makes it difficult to take a deep breath. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("other injury(ies) or complication please describe: anemia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ((B)(6)2015 (bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, anaemia, alopecia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the plantiff received treatment for genital haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : event added- genital hemorrhage. Events "genital haemorrhage and pelvic pain" were reported as recovered/ resolved. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.